Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was feeling pain for two days prior to the report. They were trying to manage it, but their remote was not working. They noted that they needed help. On (B)(6) 2017, it was reported that it stopped working. They were turning it up and down, but it wasn't fixing their bladder pain. They had the device for bladder pain and, sometimes, they needed more and would increase. They noted that it used to help, but, at the time of the report, it was not working. They were trying to reach a manufacturer representative (rep). It was noted that they did not feel stimulation and had been turning it up and down, but didn't feel it at all. It was also noted that the therapy was on program 2 at 5.9. They tried all of the other programs and didn't feel any. They stated that their healthcare professional (hcp) didn't know how to help with the device so the patient wanted a rep. This started two days prior to the report. There were no further complications reported or anticipated.